Event description:
It was reported that the device failed the force calibration. It was slipping when performing calibration. There was no patient involvement noted.

Manufacturer narrative:
Technical support performed troubleshooting over the to determine the customer reported issue of 8110 failing force calibration. Technical support-- housing assembly: 1. Customer reports visual worn split nuts. 2. Recommended sending unit in for repair. 3. Customer will send in for repair. 4. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support-- housing assembly: 1. Customer reports visual worn split nuts. 2. Recommended sending unit in for repair. 3. Customer will send in for repair. 4. Ended call. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
The customer reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device failed the force calibration. It was slipping when performing calibration. There was no patient involvement noted.

Manufacturer narrative:
Technical support performed troubleshooting over the to determine the customer reported issue of 8110 failing force calibration. Technical support-- housing assembly: 1. Customer reports visual worn split nuts. 2. Recommended sending unit in for repair. 3. Customer will send in for repair. 4. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support-- housing assembly: 1. Customer reports visual worn split nuts. 2. Recommended sending unit in for repair. 3. Customer will send in for repair. 4. Ended call. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device failed the force calibration. It was slipping when performing calibration. There was no patient involvement noted.